Event description:
The device evaluation produced a travel coarse error. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log revealed travel reverse error. Functional testing produced a travel coarse error. The probable cause was a damaged force sensor ribbon cable. The force sensor was replaced, and the device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.